Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2205399 v27 (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This bipap a30 was manufactured on 03/06/2012 which is prior to UDI implementation requirement. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The bipap a30, silver series device was evaluated in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious injury, permanent harm, or device malfunction. The device was not documented to be in patient use. During evaluation at a third-party service center, the device was visually inspected, and evidence of foam degradation was identified. Foam particles were observed during the inspection. The device's sound abatement foam needs to be replaced. No repairs were performed. The device was scrapped per customer request.